Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device checkup the implantable pulse generator (ipg) showed an average estimated longevity of six months however the battery was depleted two weeks later. The device was explanted and replaced. No patient complications have been reported as a result of this event.